Event description:
As reported: "missdrilling occured during 3 medical procedures."

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: visual inspection: the targeting arm received showed traces of frequent and intense use. The original white printings have changed to fawn which is an indication for a high number of sterilization cycles. Functional inspection: a function test on the targeting arm (simulation of the pre-operative check that is required per our IFU was performed in order to reproduce the reported event. The test set up was completed with sample devices. The drill could be passed through the screw holes while checking all possible locking options. The alleged mistargeting could not be reproduced. Function is still given on the returned device ¿ proximally and distally. Dimensional inspection: proper dimensions were confirmed by above mentioned successful functional check which revealed the targeting arm being functional. Thus, additional measurements were deemed not necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was rather caused by a sub-optimal intraoperative procedure and has to be classified as user-customer-user error.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "missdrilling occured during 3 medical procedures."